Event description:
The patient reported that the device has been charging for 12 hours and it is still not working. It was stated that it is taking too long to recharge, and that they normally can charge their battery in 4 hours. However, since (B)(6) 2016 they have been charging for 12 hours while they were sleeping and it is still not charge with 4 coupling boxes full. It was confirmed that 4 coupling boxes is the most they have ever gotten, and recharging assistance was requested. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.